Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, backup vvi issue was observed. Telemetry lockout was also noted during the check. The patient is pacemaker dependent. The patient was feeling tired and lightheadedness a few days before coming to the clinic. Programming changes were made. The patient¿s condition was stable.